Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was seen on (B)(6) 2025 and did not mention any issues with the cycler. The pdrn could not confirm if the patient completed treatment since the patient's internet is down preventing cycler transmissions. The patient did not report any issues using the cycler while at the clinic. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was seen on (B)(6) 2025 and did not mention any issues with the cycler. The pdrn could not confirm if the patient completed treatment since the patient's internet is down preventing cycler transmissions. The patient did not report any issues using the cycler while at the clinic. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.